Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft break occurred. The target lesion was located in an unspecified coronary artery. The 15 x 2.5mm maverick 2 balloon catheter was advanced; however, multiple attempts to cross the lesion were unsuccessful. While external to the patient, the proximal shaft of the catheter broke into two pieces, several centimeters from the hub. Both portions of the device were removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as ok.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft break occurred. The target lesion was located in an unspecified coronary artery. The 15 x 2.5mm maverick 2 balloon catheter was advanced; however, multiple attempts to cross the lesion were unsuccessful. While external to the patient, the proximal shaft of the catheter broke into two pieces, several centimeters from the hub. Both portions of the device were removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as ok.

Manufacturer narrative:
Device evaluated by MFR: the returned device was received in two sections as a result of a break in the hypotube. The break was located 79.1cm distal to the strain relief. Two kinks were noted in the hypotube. The first kink was located at the base of the manifold, inside the strain relief. The second kink was located approximately 75.8cm distal to the strain relief. An examination of the balloon found that the balloon was not refolded. There was a build up of solidified blood inside the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).